Event description:
A plasma pheresis product from a first time donor was found to have a red tint after the donor had left the center. The only recorded alarm during the procedure was an hb detected alarm. The operator pressed the resume butotn after the alarm and continued the procedure without idenifying the cause of the alarm,the donor called the center about 2 hours after leaving and indicated they had urinated blood and had abdominal pain. They went to a hosp where it is believed they had blood and urine test. They were admitted to the hosp where they stayed overnight while the discolored urine cleared.